Manufacturer narrative:
The information provided to date indicated that the xenograft remains implanted and not available for evaluation. Therefore, a comprehensive re-review will be conducted of the manufacturing records, sterilization run reports, environmental monitoring results, quality control / assurance reviews and release, and the complaint database for related complaints, once the unique identifiers are provided to rti.

Event description:
Rti surgical, inc (rti) received a complaint notification on 08/22/2017 indicating that a patient underwent implantation of a fortiva porcine dermis on an unknown date, as part of a hernia repair clinical study. The patient developed an enterocutaneus fistula on (B)(6) 2016 and a seroma on (B)(6) 2016 (unknown specific locations). Additional information has been requested. To date, rti has not received any additional information.

Manufacturer narrative:
The reported complaint is not associated with a graft manufactured by rti surgical, inc.

Event description:
Rti surgical, inc received additional information on 10/11/2017 indicating that the allograft implanted in this patient was not a fortiva porcine dermis. The graft implanted was a strattice reconstructive tissue matrix . The reported complications were associated with the implanted strattice.